Event description:
It was reported that upon troubleshooting, the vaccum pump was not responding to points of activation. The vacuum tubing set was checked & changed along with a new probe. The activation buttons on the keypad were also activated to demonstrate the original problem in the pump. The pt was rescheduled.

Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination, they could not confirm or duplicate the customer complaint. However, during routine servicing procedures service bulletins were performed as applicable. The device was functionally tested, met all product requirements and returned to the customer.